Manufacturer narrative:
MFR received date: 12 sep 2019. The blower assembly was received for failure investigation. Upon visual inspection, one of the four clips was missing, and the motor had more drag than usual, which inhibited the spin. Signs of damage were present. Debris caused a worn bearing. The label did not adhere to the motor body. The blower also exhibited a high temperature error during testing. The root cause of the customer's complaint can be traced to the failed blower motor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the error codes 1134, 1122, and 1002. They reported that the blower had no air flow. The device was not in use at the time of the event.